Event description:
It was reported that during a stenting procedure, a balloon rupture occurred. The target lesion being treated was located at the abdominal aorta. A 33/7/2/100 equalizer¿ balloon catheter was selected and inflated. During inflation the balloon ruptured. There was no kink prior to use and no resistance was noted during the procedure. The device was successfully removed from the patient and the procedure was completed with another with same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the catheter shaft was inspected for cosmetic defects and none were found. The balloon was found to be burst/ruptured near the proximal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The proximal bond measured at 2.67 mm and the distal bond measured at 2.02 mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure, a balloon rupture occurred. The target lesion being treated was located at the abdominal aorta. A 33/7/2/100 equalizer balloon catheter was selected and inflated. During inflation the balloon ruptured. There was no kink prior to use and no resistance was noted during the procedure. The device was successfully removed from the patient and the procedure was completed with another with same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).